Event description:
Information was received from a company representative that the lead and generator were explanted. There is no plan to re-implant.

Event description:
It was reported that the patient has experienced issues with swelling, redness and fluid accumulation since generator replacement. The patient experienced the same issues with the previous generator which was reported in MFR. Report #1644487-2015-04021. The patient reported that the surgeon has drained fluid from the pocket several times and has cultured it; however, there was no signs of infection. The surgeon began treating the site with pocket with steroid injections. It was reported that the surgeon suspects a possible device rejection; however, is not certain. The patient is being referred to a specialist who works with metal reactions/rejections. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Information was received from the surgeon on (B)(4) 2015. The events are related to the presence of the device. Interventions were taken both for patient comfort and to preclude a serious injury. The interventions were wound irrigation, IV antibiotics, and local steroid injections. The interventions were of minimal help. The surgeon believes the patient has developed a titanium allergy or hypersensitivity and that the only recourse is to totally remove the generator and lead. All cultures for infection have been negative.

Manufacturer narrative:
(B)(4).